Event description:
This lead was attempted at implant on (B)(6) 2013 due to high pacing thresholds. The physician was dr. (B)(6) at (B)(6) medical center at (B)(6). No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).